Event description:
The surgeon attempted to implant a toric silicone lens model aa4203tl and the lens tore while advancing. The lens was not implanted and there was no patient contact or injury. The model and lot numbers of the cartridge and injector used were unknown.